Event description:
The safety mechanism did not work, leaving the needle exposed and resulting in a needlestick injury.

Manufacturer narrative:
Add'l info regarding this incident has been requested. The sample has been received and is currently being decontaminated. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).